Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the sample probe wash station of the immage immunochemistry system was not draining, resulting in a fluid leak. The customer technical specialist (cts) identified the leaking fluid as wash buffer, and generated a service request after assisting customer with troubleshooting the instrument. The field service engineer (fse) inspected the instrument and rebuilt the vacuum pump. The fse also cleaned out the tubing to the vacuum and replaced a fitting. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was exposed to or harmed by the instrument leak.